Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the quality of the disc burned by the site could not be recognized. It was recommended to the site to use a better quality disc. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system could not import exams via cd. It was not possible to load the exams via a different method. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: facility provided. If information is provided in the future, a supplemental report will be issued.